Event description:
The facility rep reported a fail code 703. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital rep did not have information regarding whether there have been any reports of any patient injury or medical intervention.